Event description:
(B)(6) clinical study. It was reported that during a percutaneous coronary intervention, vessel dissection occurred. The de novo bifurcated lesion 1 being treated was located in the mid left anterior descending (lad) extending to the proximal lad. The lesion was 80% stenosed, 3.0mm in diameter and 12mm long. Predilation was performed. An event of dissection distal to the stent due to the 0.014x185cm pt2 moderate support guide wire requiring intervention was noted. Subsequently, two (2.5x16mm, 3.0x20mm) promus element plus stents were placed in the lad. Residual stenosis was 0%. The de novo bifurcated lesion 2 was located in the ramus. The lesion was 90% stenosed, 2.5mm in diameter and 8mm long. The lesion was treated with placement of a 2.5x12mm promus element plus stent. The patient recovered and the event resolved. The patient was discharged.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).